Event description:
During a restorative filling procedure the handpiece overheated and the patient received a thermal burn injury to their inner cheek. It was reported by the dental office that the patient's injury has healed normally without need for additional medical treatment. The dental office has declined to provide patient information for this event.